Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the h2tuv destroyed the dh010 in 20 seconds. Another device was used to complete the case. There was no consequence to the pt.